Event description:
During gastric bypass procedure, the stapler fired for first time across small bowel and load shot out about 60%; thus causing the load to misfire. Another stapler was used without problem.